Event description:
The user facility reported an impella cp in a 78 year old male patient for mechanical circulatory support due to acute myocardial infarction. It was reported that while on support on the patient the impella kept alarming. The clinical staff was advised to pull out of the left ventricle and then turn off the impella. It was also reported that care was withdrawn from the patient followed by the patient expiring with no allegations made toward the impella cp as the cause of death.the patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as a part of the retrospective review of historical records.